Event description:
Boston scientific received information that this pacemaker detected out of range impedances on this right ventricular (rv) lead. No adverse patient effects were reported. All available information indicates that the system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.